Event description:
It was reported during a routine office visit that this cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific right ventricular lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms) and noise. The device appropriately initiated a lead safety switch from bipolar to unipolar. During clinic testing the physician could not provoke any noise. The device was programmed to bipolar but was reported to have switched back to unipolar shortly thereafter. All other measurements are within normal range. A technical service (ts) consultant reviewed available data and provided recommendations for additional testing and x-ray images. The physician will monitor the patient closely through home monitor and recommended the patient return to the clinic in the near future for system integrity testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported during a routine office visit that this cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific right ventricular lead exhibited high, out-of-range pacing impedance measurements (greater than 3,000 ohms) and noise. The device appropriately initiated a lead safety switch from bipolar to unipolar. During clinic testing the physician could not provoke any noise. The device was programmed to bipolar but was reported to have switched back to unipolar shortly thereafter. All other measurements are within normal range. A technical service (ts) consultant reviewed available data and provided recommendations for additional testing and x-ray images. The physician will monitor the patient closely through home monitor, and recommended the patient return to the clinic in the near future for system integrity testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted, and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.